Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced a stroke. The patient had his impella discontinued and decompensated overnight. Lactate the next morning was 8.96. The physician decided to place the patient back on impella mcs via an impella 5.5. The pump was placed, and team considered left ventricular assist device and reviewed the right ventricle function. Two days after start of this support the patient was taken for a head scan and results showed large left middle cerebral artery (mca) stroke. However, since the initial lmca stroke the patient converted to a hemorrhage stroke/subarachnoid hemorrhage on three days later. Systemic heparin was withheld. The team and family were discussing potential decisions depending upon the neurological status. Approximately 15 days later the device was explanted, and the patient is still noted to have survived the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿